Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient is unable to establish communication between her ipg and charger. It was also reported the patient's programmer reflected a communication error. It was noted the patient has been without stimulation for over a month. A new charging system was sent to the patient to address the issues. Follow-up information revealed the patient received the new charging system; however, it did not resolve the issue. The patient will consult with the physician regarding surgical intervention as the next course of action.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Additional information received indicated the ipg was explanted and replaced. Postoperatively, the patient is reportedly receiving effective stimulation.